Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery."

Event description:
It was reported that the customer did not adjust the time settings on the pump to reflect daylights savings time. Blood glucose level was 170 mg/dl. Tandem technical support assisted the customer with correcting the time settings.